Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported mechanical issue of clip open while locked could not be replicated in a testing environment as the clip was deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the mechanical issue of clip open while locked. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The cds is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that during clip deployment, the clip opened while locked. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was implanted successfully reducing mr to 2-3. The second cds was advanced to the mitral valve and deployment steps were performed; however, when flossing the gripper line, it was noted that the clip arms opened 40-50 degrees. The leaflets remained secure inside the clip; the clip was reclosed and the clip deployed normally. A total of 2 clips were implanted, mr was reduced to 1+. There were no adverse patient effects. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.